Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of some drainage was noted. The physician believed that the cause of the infection was the implant in addition to patients diabetes and poor medical health. The patient was prescribed with antibiotics over five days but did not get better. The patient underwent a scs explant procedure and was doing well postoperatively.